Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the tubing channel sticker is missing" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label, shim and top door spacer on the front case. The direction of flow label, shim, and the top door spacer required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump tubing channel sticker was missing found during testing in the biomedical service department. There was no patient involvement. No additional information is available.